Manufacturer narrative:
Evaluation method: work order search. Results: visual inspection of the returned product showed the lens was returned in liquid, one haptic was torn and a piece of the haptic was torn off and missing. A work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that as the surgeon inserted a cc4204a collamer plate lens and the lens tore upon insertion. The lens was removed without any pt injury.